Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they performed calibration. Upon the ccc specialist's recommendations, the customer performed precision testing, which were acceptable. Upon the customer's request, the ccc specialist dispatched a siemens customer service engineer (cse) specialist to the customer site. After evaluating the instrument, the cse checked the photometer lamp and replaced and aligned it. The cse replaced the sample probe tip and trimmed the sample tubing end that had a kink. The cse ran a system check and quality controls and performed precision testing, all of which were acceptable. The cause of the discordant calcium results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument stated that the initial and repeat results for five patient samples tested for calcium did not match. The initial results were lower than the repeat results. The initial and repeat results were not reported to the physician(s). Troubleshooting was performed on the instrument and the samples were repeated again on the same instrument. The repeat results obtained after troubleshooting were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.